Event description:
While adjusting the overhead led exam light in the emergency department exam room, the led light head separated from the ceiling mount arm and was caught by the nurse before hitting the patient's gurney. The exam lamp cantilever arm sprang back towards the ceiling and could not be grabbed. Inspection of the separated light head noted cracking and separation of the plastic led lamp shroud and deflector assembly right where the assembly attached to the ceiling mount arm. Engineering inspection of the remaining exam lamps in the department noted similar cracking at the light assembly and arm mounting section. Manufacturer response for exam light, overhead, mira (per site reporter): manufacturer requested photos for their evaluation and they informed us that they will replace defective units. Investigation ongoing.